Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open surgery in the ears, nose and/or throat, the needle broke off and fell in the tissue and could not be found. An x-ray was performed to locate the needle, or confirm that all pieces were located. The surgical time was extended by thirty minutes or more due to the product problem. There was a slight unnecessary damage to the tissue. They had to use an ultrasound to find and retrieve the needle.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture and one needle. One needle was received broken at the swaged end. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.